Manufacturer narrative:
The meter serial number was (B)(6). Per product labeling for error 5: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Event description:
There was an allegation of error messages and questionable results from the coaguchek xs meter. At 9:20 am, the result was 1.6 inr using strip lot 74976623. At 12:00 pm, the result was 2.1 inr using strip lot 76300522. The therapeutic range was 2.0-3.0 inr and the testing frequency was weekly.